Event description:
Boston scientific received information that the patient was in the intensive care unit of the hospital for respiratory failure and had some tachycardia episodes. The field representative noted that the ventricular tachycardia (vt) had been successfully treated with anti-tachycardia pacing (atp) and the patient's last shock, two months earlier, had also successfully converted the patient out of the arrhythmia. The field representative contacted boston scientific technical services (ts) as a longer than expected charge time was observed. Ts advised the field representative that the charge time was still within the acceptable charge time limit for this device and any further action would be at the discretion of the physician. Additional information was received 13 months later that the patient presented to the hospital's emergency department due to heart failure symptoms. Upon interrogation of the device, a fault code displayed and the battery status indicated that end of life (eol) had been reached. It was noted that the patient a magnetic resonance imaging (MRI) and a computed tomography (CT) scan at an unknown time, but within the last two months. Boston scientific technical services (ts) was consulted and stated that the fault code indicated that the device experienced a charge time out. A manual capacitor reform was performed where the fault code once again displayed and the device charge timed out at 45 seconds. The interrogation in the emergency room also revealed that five months earlier, the device exhibited a mid-life charge time that was outside of the extended charge time limit for this device. Subsequently a replacement procedure was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.